Event description:
It was reported that a patient experienced peritonitis due to a break in aseptic technique described as the patient made a mistake/ touch contamination and did not wear mask while performing peritoneal dialysis (pd) therapy with unknown baxter disposables. The patient was not hospitalized for the event. Treatment was not reported. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing.

Manufacturer narrative:
(B)(4). The sample is not available for analysis and the lot number was unknown; therefore a sample evaluation and batch review could not be performed. The cause of this peritonitis was use error described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.